Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced excessive thirst, tremors, weakness, and fatigue, and was able to unable to self-treat. The customer required administration of water from non-healthcare professional for treatment. The customer had contact with healthcare professional (hcp) who obtained a 404 mg/dl glucose readings from hcp meter. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 47 mg/dl was compared to a reading of 404 mg/dl obtained on a healthcare professional meter. The length of sensor wear was 9 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.